Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was no longer able to establish communication between her scs ipg and scs charging system. X-rays revealed the scs ipg was tilted. As a result, the device was repositioned on (B)(6) 2015 which resolved the issue.